Event description:
It was reported that the patient was evaluated in the emergency department for complaints of palpitations. A remote transmission of the device data revealed that the patient was in atrial fibrillation/tachycardia. It was further observed that there was atrial undersensing; however it was not affecting the device's function as it had been previously programmed to vvir pacing mode. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular defibrillator (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).